Event description:
It was reported that the customer's insulin pump was alarming motor error for the past two days. The customer's blood glucose was 230mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the mother to run the displacement test and passed. The self test was performed and failed. The mother stated that the device has not vibrated for over a year. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor was tested outside the unit and passed. The device failed to vibrate during the self test due to broken wire at the vibrator motor. The unit was received with scratched display window.